Event description:
Per operative report, the essure instrument was placed and deployed. However, the coils were not visible. It was felt at the time that the essure had malfunctioned. As such, another essure device was placed and in a similar fashion, the coils were not visible. Fluoroscopy was performed to see whether the essure had been deployed and the devices were parallel to one another and appeared to be coiled in a loop. There was concern of a left tubal perforation with the essure device. Left salpingectomy was performed. The essure devices were identified and removed. The essure device appears to have perforated the inferior portion of the fallopian tube into the mesosalpinx.